Event description:
Customer reported to lf service dispatch that the injector ceiling suspension had failed. Injector hanging by the injector cables. No injuries reported.

Manufacturer narrative:
Liebel flarsheim manufacturing report. Field service engineer found j-bow arm broken from suspension arm and hanging by powerhead cable. Fse installed powerhead injector on remote stand, verified operation per injector service manual. This is a known issue being addressed in CAPA.